Event description:
The patient was enrolled in the heal-laa study on (B)(6) 2023 with patient identifier (B)(6). It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. Pre-procedural transesophageal echocardiogram (tee) assessment revealed one laa lobe of windsock morphology with an ostium diameter of 19mm and length of 24mm. Prior to the implant procedure, heparin was administered. The patient underwent successful placement of a 27mm watchman flx pro closure device with a complete laa seal and deployed device diameter of 23mm. The same day, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2023, 50 days post-implant, the patient was evaluated for the routine 45-day follow-up visit. Tee was performed which revealed a thrombus on the atrial facing surface of the implanted 27mm watchman flx pro closure device. At time of event, the patient was on clopidogrel and aspirin. The thrombus was medically treated. It was further clarified that in response to the thrombus, the patient's medication was switched from clopidogrel to eliquis. Additionally, it was further reported that on (B)(6) 2024 the patient presented for an unscheduled follow-up visit where tee revealed laminar non-mobile thrombus on the atrial facing surface of the 27mm watchman flx pro closure device.

Manufacturer narrative:
B5: additional information added. H6: evaluation method code added, evaluation conclusion code updated.

Event description:
The patient was enrolled in the heal-laa study on 06-nov-2023 with patient identifier (B)(6). It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. Pre-procedural transesophageal echocardiogram (tee) assessment revealed one laa lobe of windsock morphology with an ostium diameter of 19mm and length of 24mm. Prior to the implant procedure, heparin was administered. The patient underwent successful placement of a 27mm watchman flx pro closure device with a complete laa seal and deployed device diameter of 23mm. The same day, the patient was discharged on aspirin and clopidogrel. On 28-dec-2023, 50 days post-implant, the patient was evaluated for the routine 45-day follow-up visit. Tee was performed which revealed a thrombus on the atrial facing surface of the implanted 27mm watchman flx pro closure device. At time of event, the patient was on clopidogrel and aspirin. The thrombus was medically treated.